Event description:
It was reported that the core impaction drill was returned by the customer without complaint, after receiving their own handpiece back from repair. Upon evaluation at the manufacturer, it was found to overheat. There was no patient involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon visual examination, it was observed that the spindle housing was too tight on the driveshaft. This can cause or contribute to the device heating up. Preventative maintenance was also performed on the bearings.